Manufacturer narrative:
Correction: g2 (health professional) and h4 were inadvertently not included on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the charged coupled device (ccd) failure caused the video function to not work properly, resulting in no image. The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The reported issue was confirmed. A bad charged coupled device was found causing the no image. A bad cable was also found. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that a camera head had an image that went black during use. The device was returned for inspection. There was no patient injury or adverse event reported to olympus.